Manufacturer narrative:
H2 additional information: h6 results code 3233 replaced with 3221. H6 conclusion code 11 replced with 3415. The stent remains in the patient and the delivery system was requested for return, but had been discarded by the site. A review of the lot history record (lhr) was performed. There were no non-conformances. The lot conforms to its predetermined specifications and requirements, including for crossing profile and stent retention. Inability to cross and dislodgement are captured in the risk assessment as known potential hazards. Myocardial infarction (mi) and inability to deliver stent to intended site are known potential adverse events related to percutaneous coronary interventions. Angiography was received and reviewed by celonova medical affairs. Multi-vessel coronary artery disease observed with severe stenosis at mid rcx, and ostial rcx. Angiography shows poor vascularization distal to rcx remains. A stent system is seen advanced in the left main. No additional images are seen past advancement into the left main. The reported event was not captured in the provided angiography images. The investigation determined that while a definitive conclusive cause is not able to be assigned to the reported complaint, the reported inability to cross with stent dislodgement are likely attributed to the severe vessel tortuosity and possibly due to sharp angulation of take-off to target vessel. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
A 74-year-old male patient with a medical history of multi-vessel coronary artery disease, with several prior percutaneous coronary interventions (pci) of mid right coronary artery (rca) and ramus circumflex (rcx), presented with unstable angina and occlusion of the mid rca and subtotal ostial rcx stenosis as well as high grade bifurcation stenosis at rcx/m1. The patient was scheduled for surgical intervention when the physician opted to alternatively implant a cobra pzf stent in the rcx. After pre-dilating the lesion, a 2.5x18mm cobra pzf stent system was advanced via femoral access toward a severely calcified lesion in the severely tortuous ostial ramus circumflex (rcx) coronary artery, when resistance was felt; when retracting the stent system, the stent dislodged between the left main (lm) coronary artery and the rcx ostium. The patient experienced cardiac enzyme elevation (troponin increase), which was confirmed to be a myocardial infarction. The stent was found and crushed against the ostial rcx. The target lesion was treated via deployment of a 3.0x9mm drug-eluting stent. The mid rca was unable to be successfully recanalized. Per the treating physician, this was a complex case, overall. No additional information was provided.

Manufacturer narrative:
The stent remains in the patient and the delivery system was requested for return, but has not been received. A review of the lot history record (lhr) was performed. There were no non-conformance's. The lot conforms to its predetermined specifications and requirements, including for crossing profile and stent retention. Inability to cross and dislodgement are captured in the risk assessment as known potential hazards. Myocardial infarction (mi) and inability to deliver stent to intended site are known potential adverse events related to percutaneous coronary interventions. Investigation is not yet complete. A follow-up report will be filed with additional relevant

Event description:
A (B)(6) male patient with a medical history of 2-vessel coronary artery disease, with several prior percutaneous coronary interventions (pci) of right coronary artery (rca) and ramus circumflex (rcx) since 1994 presented with unstable angina and occlusion of the mid rca and subtotal stenosis of the rcx. The patient was scheduled for surgical intervention when the physician opted to alternatively implant a cobra pzf stent in the rcx. After pre-dilating the lesion, a 2.5x18mm cobra pzf stent system was advanced via femoral access toward a severely calcified lesion in the severely tortuous ostial ramus circumflex (rcx) coronary artery, when resistance was felt; when retracting the stent system, the stent dislodged between the left main (lm) coronary artery and the rcx. The patient experienced cardiac enzyme elevation (troponin increase), which was confirmed to be a myocardial infarction. Angiography was performed to locate the stent; it was found and crushed against the vessel wall. The target lesion was left untreated. Additional information was requested.